Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Repeat testing was performed on (B)(6) 2023 and generated a negative result. Confirmation testing was not performed. Consumer performed an antigen self-test with a cvs health at home kit on (B)(6) 2023 and (B)(6) 2023 and generated negative results.the consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Repeat testing was performed on (B)(6) 2023 and generated a negative result. Confirmation testing was not performed. Consumer performed an antigen self-test with a cvs health at home kit on (B)(6) 2023 and (B)(6) 2023 and generated negative results. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.